Manufacturer narrative:
Fdc code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wrong bio-medicus nextgen multi-stage femoral venous cannula was delivered and placed during a procedure, resulting in inadequate perfusion and lower flows for the patient during use. The surgeon placed the device in a hurry; however, the design of the cannula did not allow for adequate drainage, which contributed to the issue. The 96600-125 multi cannula and bi-cavalcannula have same the cfn but different gtin. The gtin was obsoleted for the netherlands. The device was used to complete the procedure. No patient complications have been reported as a result of this event. Medtronic received additional information that they could not replace the device while being on perfusion. There was no impact to the patient due to the inadequate perfusion. There was a mistake made at eoc.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the device in the packaging did match the label, the issue was with the gtin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.